Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl; cause was not known. Infusion set was changed and a bolus was delivered. Pump system check showed no issues with the pump/cartridge. Customer resumed pump therapy.